Manufacturer narrative:
The defective component was not available for investigation, however the component serial number falls within the scope of affected parts for field action (B)(4), raised to correct the issue of lack of lubrication of rosa brain mayfield head holder adaptors. The most likely root cause of the event is a lack of lubrication.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the mayfield holder adaptor and not the rosa robot.

Event description:
After a surgery, the surgeon noticed that the handle of the mayfield head holder adaptor was blocked. A new handle was installed for repair purpose.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. A new handle was installed for repair purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
After a surgery, the surgeon noticed that the handle of the mayfield head holder adaptor was blocked. A new handle was installed for repair purpose.